Manufacturer narrative:
(B)(4). The complaint lens was received and forwarded to seal laboratories for analysis by scanning electron microscopy and energy dispersive x-ray spectroscopy (sem/edx). Visual examination revealed a white haze on the iol. There was no other white deposit and no accompanying images to verify the deposit of interest. Examination under sem shows that this deposit is composed of small crystals. The edx spectrum indicates the elements sodium (na), chlorine (cl), in addition to carbon (c), oxygen (o) and trace phosphorus (p). The crystals are likely sodium chloride. This is consistent with deposits from a saline solution. The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There is a deviation with respect to the production order; however, the deviation is not related to the described complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noted a white deposit on the intraocular lens (iol) when it was opened for surgery. There was no patient contact reported. No further information was provided.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Sex/gender: unknown. If implanted give date: not applicable; lens was not implanted. There was no patient contact reported. If explanted, give date: not applicable; lens was not implanted. There was no patient contact reported. (B)(4). All pertinent information available to abbott medical optics has been submitted.